Event description:
The customer reported problems with the ac power cord. The outer jacket of the power cord was broken at the back of the workstation. No delay in case. No pt was harmed.

Manufacturer narrative:
The ge service rep ordered a power cord assembly and replaced the power cord assembly. The system was operating as intended.